Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a perigee graft on or about (B)(6) 2007 to treat her stress urinary incontinence. It was alleged the plaintiff experienced "tissue abrasion, severe and permanent bodily injuries, including dyspareunia, difficulty urinating, chronic infections, severe pelvic pain, increased incontinence, inflammation, and significant mental and physical pain and suffering."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.